Manufacturer narrative:
(B)(4). Date sent: 4/7/2023.

Event description:
It was reported that during a neck dissection, ethicon ligaclip (medium) was used. Clip was faulty, clips not meeting when closing which tore the vein. Upon opening the clip, the clip shot off and had to be retrieved from the wound. A second ligaclip was opened, which did the same thing. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please provide more details: was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.